Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. The 510(k) # is k053529.

Manufacturer narrative:
(B)(4). On (B)(4) 2011, lifescan conducted testing with a retain lot of test strips involving this complaint. The retain test failed testing with blood samples. There was a low bias at 100 mg/dl. Additional investigation was conducted with the retain test strip lot with additional blood samples on (B)(4) 2012 and the testing passed.

Event description:
On (B)(6) 2011, the reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was reading inaccurate high as compared to another device. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(4) 2011. The mss confirmed with the reporter that on (B)(6) 2011 at 7:00pm, the patient obtained a blood glucose result of '109mg/dl' on her new onetouch ultra2 meter and '78mg/dl' on her original meter, onetouch ultralink, performed within 30 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The reporter stated that the patient tests at least five times a day and has a target range of '70-130mg/dl'; the patient manages her diabetes with the insulin pump. The reporter claimed that the patient took her usual, daily dosage of medication in response to the reported issue. Approximately twenty-five minutes after the alleged product issue occurred, the patient developed symptoms of 'blurry vision', which the reporter confirmed the patient 'associates with low blood sugar levels'. Shortly after, the reporter stated that the patient self treated with '2-3 glucose tablets' and 'felt better afterwards'. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the meter was set to the correct unit of measurement. The cca noted that the patient did not have control solution available. Replacement products have been sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment after the alleged issue began.